Manufacturer narrative:
The device was visually inspected and blood was found inside the pebax, no visual damage was observed. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ electrophysiology catheter, and the temperature could not be displayed. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. The issues with temperature not displaying is not reportable. The potential it could cause or contribute to a serious injury or death is remote. Therefore, this complaint was originally assessed as not reportable. On (B)(6) 2018, the failure analysis lab (fal) had findings of blood found in pebax. No visual damages were found and there was no damage to the pebax integrity. The issue with the blood found inside the pebax is not reportable. This event is being reported because the bwi failure analysis lab received the device on for evaluation and the (B)(6) 2018 fal findings from the scanning electron microscope (sem) showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The finding of a hole in the pebax is has been assessed as a reportable malfunction. The awareness date has been reset to (B)(6) 2018.